Event description:
Consumer contacted dexcom to report a hardware error on the receiver. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log confirmed the reported hardware error code on the receiver.